Event description:
Rubber around flexible set screwdriver was ripped during surgery.

Manufacturer narrative:
Evaluation summary: he alleged product issue was visible and confirmed. Referring to the observed issues the (pre-) damages of the silicone were either caused intra-operatively or during cleaning. An external test for a biological evaluation according to din (B)(4) showed no evidence of a relevant cytotoxic effect. Thus, although the silicone rubber is not rated as suitable for permanent implantation, no severe adverse effect is expected, as the material is rated as suitable for use with surgical instruments. (This external test was initiated by internal lab test (B)(4)). In order to avoid this damage intra-operatively, respective during sterilization: we recommend in future the use of a closed tube clip catalogue-no 1320-0125(s) [sterile or non-sterile version] which has the side effect to avoid damage to the flexible part (silicone) of the screwdriver. In addition and prior to surgery we recommend an optical inspection of the nail holding screw which does not have to have sharp edges that could lead to damage of the silicone coating of the set screwdriver. (The possibility of this damage was replicated with internal lab test (B)(4)). Furthermore, it is to avoid that the silicone gets damaged due to contacts with other instruments like a scalpel or other heavy instruments; neither intra-operatively nor during cleaning and / or sterilization. This evaluation revealed that the reported event is mainly linked to design of the device but it cannot be excluded that the user had contributed to the event as described above. This evaluation revealed furthermore that the clamping property was not as intended anymore, which is most likely regarded to fading of the clamping property due to multiple intra-operative oblique insertions of the device into set screws over the time of use at user site. This is regarded as collateral finding and was not reported in the inquiry. No discrepancies were detected during risk analysis review.